Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Last name unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # 20 was unable to be placed in osteotomy and was removed. Per indicated: first implant was placed and was unstable, removed and placed a larger implant. The post op pano showed the implant was to deep and was immediately removed site was grafted with allograft (B)(6) 2020 at the time of placement additional appointment required: no, nothing reported. Symptoms as a result of the event: not reported. No injury to patient other than implant being removed. No permanent impairment. Customer reported fit on the per form. Due to the time the implant was in the patients¿ mouth, it is determined that the complaint category reflected as unable to place in osteotomy.